Manufacturer narrative:
(B)(4). The reported product is an unknown baxter healthcare transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis while performing continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient possibly touched the tip of the baxter healthcare transfer set. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized. Beginning on the day of onset, the patient was treated with tienam for fourteen days (route, dosage, and frequency not reported) and ciprofloxacin for fourteen days (route, dosage, and frequency not reported) for the peritonitis. Dianeal therapies were ongoing. After fourteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.